Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent move on balloon occurred. The 100% stenosed target lesion was located at a moderately tortuous and severely calcified left common iliac artery (cia). After pre-dilatation using a 4mm balloon catheter, a 7.0x40x75cm express-vascular ld stent was advanced to treat the target lesion. However, the device failed to cross the lesion and the stent's position on the balloon was out of place. The device was removed completely from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.